Event description:
It was reported that after a laparoscopic ventral hernia repair, the pt was brought back to the o.r. For add'l surgery three days later (2003). The surgeon reported that the pt had a bowel perforation upon exploration of the abdomen. Although uncertain of the cause of the bowel perforation, the perforation was beneath a staple in the mesh. The surgeon reported a 2-3mm jagged tear in the bowel with no evidence of necrosis. There was edema at the site.